Event description:
It was reported that pre-operatively the patient was diagnosed with cervical spondylosis, neck pain, as well as bilateral arm pain, being on the left arm more than the right. Patient underwent a c6 to 12 posterior cervical fusion using rhbmp-2/acs on (B)(6) 2009. Patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient underwent following procedure: c6 to t2 posterior cervical fusion; c6 through t2 posterior cervical instrumentation; bmp with and allograft; for pre-op diagnosis of: cervical spondylosis; cervical stenosis; bilateral arm pain, left more than right. Per-op notes: "..the spinous process was identified. Subperiosteai dissection was taken down to the iamina and facet joints on the bilateral sides. Then at this point, we placed laminar marker and took intraoperatrve localizing x-rays. Once the x-rays confirmed that we were in the right lever, we did extend our incision slightly inferiorly to visualize t2 lamina and facet joints. C6-c7 facet joints as well as c7-t1 facet joints and t1-t2 facet joints were decorticated bilaterally with the drill at this point, bmp as weii as bone graft were and placed in the gutters for a fusion. The patient awakened and was taken to pacu in stable condition."